Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. The user's hearing performance is affected. No trauma is reported, no swelling or redness around the implant site and no medical problems are reported. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction was suspected. The user's hearing performance is affected. No trauma is reported, no swelling or redness around the implant site and no medical problems are reported. The recipient was re-implanted.